Manufacturer narrative:
Major bleed / renal failure / tachycardia: the cause of the injury was not determined due to insufficient clinical details. Mechanical interaction with blood / hemolysis: data log review alone was not conclusive to derive the cause of the hemolysis issue. The cause of the hemolysis issue could not be determined without the returned product for investigation and sufficient clinical details.

Event description:
Clinical review/rationale: an impella 5.5 was placed via the direct surgical access to the aorta to support the 67 year old female patient who had been admitted in with the plan for surgery and need of hemodynamic support. The pump was electively placed for the bypass surgery (CABG) and the patient had presented in scai stage e shock. Other underlying medical history was not shared. The pump support was ongoing when there was a bleed from an unknown location that prompted the team to infuse blood products. The reported bleeding and requirement for blood transfusion are consistent with the anticoagulation/purge requirements associated with impella support. There was also noted hemolysis during the support. The pump was explanted after 5 days and the patient survived. The explant was complicated by runs of ventricular tachycardia and the need for continuous renal replacement therapy (crrt) for the renal harm. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, renal function, anticoagulation status, and potential device position.

Manufacturer narrative:
A4 weight is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Additional information has been provided in d3 and g1. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.